Manufacturer narrative:
The customer reported a complaint that " the autopulse platform (sn (B)(6)) displayed an "error" message". Based on the archive data review, the unknown error message reported by the customer was determined to be system error - 132 (internal watchdog timeout). The system error was also reproduced during the functional testing. The root cause for the system error - 132 was due to the failed processor pca, likely attributed to the age of the device. The autopulse platform was manufactured in jan. 2018 and is over 5 years old, past its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, the front enclosure had a crack. The observed physical damage appeared to be the characteristic of user mishandling. The front enclosure was replaced to remedy the damage. A review of the archive data showed system error - 132 (internal watchdog timeout), thus, confirming the reported complaint. Functional testing failed due to the system error - 132 displayed upon powering up the platform, thus, confirming the reported complaint. The processor pca assembly was replaced to remedy the problem. Following service, the autopulse platform was subjected to the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with sn (B)(6). Ccr 63615, reported on feb 25, 2022. The processor pca assembly was replaced to remedy the error.

Event description:
The customer reported that during shift check, the autopulse platform (sn 34116) displayed an "error" message. No additional information is available. No patient involvement.